Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. Preparation of the sheath for leak performance testing was unsuccessful as an attempt to purge the sheath with deionized water could not be completed as there was too much dried blood within the shaft and an attempt to clean the sheath did not allow a successful purge. Therefore, preparation for leak testing was cancelled. Inspection of the hemostatic valves found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These malfunctions were identified to be the primary cause of the allegation. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath had air contamination during aspiration. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After sheath insertion the farawave catheter was inserted into the sheath, but air contamination was observed in the flush port during aspiration. Aspiration was attempted several times and air was drawn in each time. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sheath had air contamination during aspiration. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After sheath insertion the farawave catheter was inserted into the sheath, but air contamination was observed in the flush port during aspiration. Aspiration was attempted several times and air was drawn in each time. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.